Event description:
It was reported that the patient experienced a no external power event while using their mobile power unit. Related manufacturer report number: 2916596-2022-13702.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days (B)(6) 2022 per time stamp). On (B)(6) 2022 at 18:26:34, a no external power event occurred due to a loss of ac power while connected to the mpu. The backup battery provided power to the system during this event. The alarm cleared when power was restored at 18:26:42. Pump operation was not affected. Additional provided information stated that the serial number of the mpu is not known, the mpu has the v-lock ac power cord, it is not known if the ac power cord came loose from the wall outlet or back of the unit, there was no environmental factors that would have caused a loss of power, the mpu was not exchanged or removed from service, and it will not be returning for evaluation. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to the serial number of the mpu being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device history records were reviewed for the mpu and the mpu was found to pass all manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.